Event description:
Sureform 60 was placed into the port with a staple load and seamguard, and it would not connect into the robot in ipp 18, we tried to connect without the staple load or seamguard and the stapler itself would not connect we took it out of the port and got a new one and the new one worked fine.